Manufacturer narrative:
A bottle cap was found blocking the locking pin. The bottle cap was removed to resolve the issue.

Event description:
Info rec'd indicated the left foot siderail will not lock in place.